Event description:
A cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin therapy. The customer will receive a replacement pump with updated software and was given instructions on storage mode and the return of the faulty pump.